Manufacturer narrative:
(B)(6). Initial and final MDR 1884416- MDR 8021545-2024-00931- device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that by father that his child's tape did not stick. Moreover, it was inserted on sunday and failed on thusday,again inserted on thursday and failed on friday. No further information available.